Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error alarm while they were sleeping. The customer stated that the keypad was unresponsive. The customer stated that hey might have been sleeping on the insulin pump. The time did not advance on the screen. The customer's blood glucose at the time of the incident is unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive act button due to corroded keypad traces.